Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that during separation, the guide wire was found separated in two pieces, 40 cm to the tip, where the material changed. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Result : product performance engineering could not determine a conclusive root cause for the guide wire separation. Eval summary: quality assurance analysis revealed the guide wire was returned without any blood or contrast visible. The core was separated at the distal end of the hypotube. A piece of the core remained in the hypotube. The distal portion of the separation was not returned. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the eval of the returned product. Sem analysis was performed and suggested that the core may have been subjected to ductile overload as a result of fatigue. A guide wire being repeatedly bent, or over torqued in conjunction with being over pulled, possibly resulting from the distal tip meeting resistance could create the required forces to damage the guide wire as described. Guide wire separation found during preparation may occur due to, but not limited to being removed from the dispenser at an angle, and/or meeting resistance during removal from the dispenser. Per instructions for the (IFU), "guide wires are delicate instruments and should be handled carefully. Carefully remove the guide wire from the dispenser. If the guide wire cannot be removed easily from the dispenser, inject more normal saline and attempt to remove the guide wire again." The distal core with tip coils was not returned, which could have aided in the eval. Overall, based on the available info and eval of the returned product, definite cause of the reported damage could not be determined, however, there is no indication of a product quality deficiency. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. This MDR is considered closed by the product performance group.